Manufacturer narrative:
Review of the electronic data and files received. Since the explanted unit has not been received for analysis, it is not possible to reach any definitive conclusions. However, the reported absence of telemetry and observed impulses after the external defibrillation shock was delivered most likely resulted from damages sustained to the internal components during the defibrillation shock.

Event description:
During a follow up, it was impossible to interrogate the pacemaker. A change was recommended. It as reported that the patient: fell in (B) (6) 2008; was shocked by an external defibrillator in order to attempt to stop an atrial fibrillation.